Manufacturer narrative:
The reported event of dislodgement post retrieval and inadequate capture could not be confirmed while the event of helix damage was confirmed. The leadless pacemaker was returned for analysis. Visual analysis noted that helix was bent out of alignment; bent helix is consistent with having occurred during procedure. Further analysis performed, including output verification, found no anomaly contributing to the reported event. A review of the device history record (DHR) confirmed no issues were identified related to the reported events. Longevity assessment found battery voltage above the elective replacement indicator (eri) voltage with appropriate remaining longevity.

Event description:
It was reported the patient presented for retrieval. Prior to the procedure, it was discovered the ventricular leadless pacemaker (lp) exhibited high capture thresholds. During the procedure, the lp dislodged to the pulmonary artery. Once the lp was retrieved, it was observed the helix was deformed. A new lp was used to complete the procedure. The patient was in stable condition.